Event description:
During a device changeout, the device presented with an alert for possible output circuit damage. It was stated that the patient had a history of lead fractures. Both device and lead were replaced.

Manufacturer narrative:
Na